Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the v60 system was hit by electricity. Reportedly, the power surge in the hospital due to storms, the unit was affected and not turn on. The customer reported there was no patient involvement.

Manufacturer narrative:
Initial reporter: health professional: yes, occupation: biomedical engineering. Problem statement: through follow-ups, customer indicated that the surge wasn't because of a storm, but a power issue at hospital. Device evaluation: customer observed the power supply was bad. Resolution and disposition: customer replaced a power supply to address the reported problem. The unit passed its preventative maintenance (pm). Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.